Manufacturer narrative:
Based on the claim against the product by the customer noting errors encountered on the generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and did not replicate the issue. The integrated electro surgical unit (iesu) was replaced due to the issues that the customer had experienced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported issue was confirmed/replicated. The complaint regarding erbe errors was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fse replaced the iesu after the completion of the procedure due to errors: m-1f and 2-8a. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for device is not applicable. The product is not implantable. Initial reporter name & address is not available.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the site encountered error messages on the generator. Technical support engineer (tse) viewed system logs and confirmed m-1f errors. The tse recommended to adjust the grounding pad, but the error eventually came back when the surgeon used monopolar energy. Clinical territory associate (cta) stated that the monopolar cables are pretty old (greater than 20 lives) and that there were errors on the previous day as well with the same surgeon. Tse viewed previous day¿s logs and noticed the error was different (2-8a) but could be related to a bad instrument cable as well. Cta stated that the robotics coordinator would bring up a new cable but would like their field service engineer (fse) to test the generator as well. Tse also recommended to power cycle the generator only. Cta stated that the surgeon is at a difficult point in the procedure and does not want to power cycle at the time of the call. The procedure was completing as planned with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.